Event description:
Affiliate reported that the device had to be changed since the pressure was accumulating in the valve system. The device was tested during a by-pass method and a satisfactory drainage was achieved. As a result, the surgeon was concerned about an increase risk of contamination.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.